Manufacturer narrative:
The event date of (B)(6) 2019 is an estimation as the actual event date is unknown. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297.no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed heart failure due to severe mitral regurgitation and moderate aortic insufficiency requiring surgical intervention. Patient was also started on inotropes. Additional information was request, however was not provided.